Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the rotablator rotalink plus device with the rotawire for the related complaint. The wire was received in the advancer and burr catheter. The advancer unit and the burr units were received attached together as a single unit. The advancer knob was received tightened in a backward position. The advancer, handshake connections, coil, sheath and burr were microscopically and visually examined and no damage or irregularities were identified. The burr was attached to the burr catheter. The rotawire was removed from the rotablator rotalink plus device with no issues. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12077. It was reported that burr stuck on wire occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified first right posterolateral segment of coronary artery. A 1.50mm rotalink¿ plus and a rotawire were used to treat and advanced to the target lesion. There were no issue encountered in crossing the lesion, but when the device was removed, severe resistance was encountered and the device could not be removed from the wire. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the rotablator rotalink plus device with the rotawire. The wire was received in the advancer and burr catheter. The advancer unit and the burr units were received attached together as a single unit. The advancer knob was received tightened in a backward position. The advancer, handshake connections, coil, sheath and burr were microscopically and visually examined and no damage or irregularities were identified. The burr was attached to the burr catheter. The rotawire was removed from the rotablator rotalink plus device with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12077. It was reported that burr stuck on wire occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified first right posterolateral segment of coronary artery. A 1.50mm rotalink¿ plus and a rotawire were used to treat and advanced to the target lesion. There were no issue encountered in crossing the lesion, but when the device was removed, severe resistance was encountered and the device could not be removed from the wire. No patient complications reported.